Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion were seen in the proximal area of the lead. In the distal area of the lead body, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause of the complained-about interference signals in the rv channel with shock deliveries. The position and characteristics of the fraying lead to the assumption of severe mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were no available for analysis. In addition, the lead body was severely twisted, and the inner conductor helix was deformed, which is probably a result of excessive back rotation of the fixation mechanics during the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR- after an implantation time of about 28 months, oversensing with inappropriate shock delivery was reported. The measurement values and x-ray images were unremarkable. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.